Event description:
It was reported that the customer was admitted into the hospital in the intensive care unit due to a "pump failure." Tandem technical support was unable to confirm this allegation, however, as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. No additional information regarding the details and nature of hospitalization were provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.